Event description:
A distributor reported an incident involving a battery not charging. There was no information provided regarding the customer¿s blood glucose level, but there was no indication of any adverse impact. Since the pump was no longer under warranty, the customer decided not to return it, and no additional information was available regarding other outcomes or actions taken.